Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-20340. It was reported the patient experienced ineffective stimulation due to lead migration. As a result, the leads were explanted and replaced which resolved the issue. The patient has effective coverage post operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.